Event description:
It was reported that prior to the start of a da vinci assisted other general surgery pediatric surgical procedure, the customer contacted the technical service engineer (tse) regarding the universal surgical manipulator (usm) 3 fault that would not recover. Prior to calling, the customer had performed multiple hard reboots and emergency power off (epo) on the system without success. System logs were reviewed and confirmed usm3 aca board errors, including encoder errors, i2c bus errors, and an aca error log full condition. As no troubleshooting was able to resolve the fault, the customer elected to disable usm3 in order to continue with setup, with the understanding that guided setup and table motion would not be available. The customer indicated they would consult with the surgeon and would call back if the surgeon chose not to proceed using the robot in that configuration. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported fault. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to non-recoverable fault was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the pitch axis, replicating the reported event. Once testing was completed, the pitch searchlight printed circuit assembly (pca) and flat flex cable (ffc) were aba tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors resulted from a faulty pitch searchlight ffc cable located on usm.